Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the manifold hoses were leaking and the sieve beds were saturated causing a 3/4 alarm. However, the complaint of a broken display was not able to be duplicated, so the complaint could not be verified.

Event description:
Dealer is stating that the unit has a broken display.